Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that arm 4 made mechanical noises when moved side to side. Based on the csr's description, the universal surgical manipulator (usm) 4 axis 1 joint was making mechanical scraping sounds and there were no errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm4) 4 axis 1 joint was making mechanical scraping sounds, an investigation is in process to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The usm was replaced by the fse due to there being a grinding feeling when manipulating axis1. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis (fa). Fa was able reproduce the reported complaint. The usm was tested on an in-house system in normal mode where it failed for excessive friction the yaw. The usm was then tested on a psc fixture test platform (pftp) where it failed friction very slow on the yaw. The yaw motor module and harmonic drive will be replaced as a fix to the reported problem. The complaint regarding the noise from the usm was confirmed based on the field evaluation and failure analysis investigation, which indicates that the device did contribute to the customer reported issue. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional logs show system (B)(4) was used on (B)(6) 2022 for a unilateral inguinal hernia procedure. No image or video clip for the reported event was available for review. The probable root cause is attributed to a friction issue in the yaw motor and the harmonic drive. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due a grinding noise at the joint. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.